Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg site was revised. The ipg was implanted slightly right to address the issue. Reported, the issue was resolved post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg migrated and the corner of the ipg is protruding superficially. As such, surgical intervention may take place at a later date to address the issue.